Event description:
It is reported that sometime between the 7 and 10 months post op, during a pt follow-up, the screw at l3 broke, left side. It was identified during the 2007 office visit. X-rays revealed broken screw. See attached copies of x-rays. Construct from l3 to s1, no interbody devices were used. Original surgery date was 11/13/2007; bilateral laminectomy and fusion stabilization. No revision surgery has occurred or is scheduled. Dr will continue to monitor pt progress. The pt is not experiencing pain and is doing ok, but not great. It is unk if the pt was involved in accident/fall. The screw broke near the distal tip, and rep reported that there appears to be enough screw/bone purchase.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is completed. The device was used "off label" for its clearance in the u.s. As a non-fusion device.